Event description:
Information was received indicating that a smiths cadd-legacy 1 pump has alarmed twice with the cassette attached. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received indicating that the reported event occurred during testing. The reported event did not occur while in use with the patient. Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Physical evaluation identified that pump was in good condition with scratched screen. Functional testing included simulated use. The device was started in application problems were found with the device double beeping with a cassette attached. The customer's reported problem regarding double beep - with cassette attached was able to be duplicated and was confirmed. Problem source was identified as downstream sensor.